Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast reconstruction with a 300cc mentor memorygel breast implant (left) and a 325cc mentor memorygel breast implant (right) experienced right sided rupture and possible bilateral capsular contracture post procedure. Magnetic resonance imaging was ordered for potential ruptures on (B)(6) 2012. However, the patient was unable to get the imaging done due to an unrelated medical issue. Ultimately, magnetic resonance imaging was able to be performed on (B)(6) 2020 and found that the right implant had ruptured. On (B)(6) 2015 referral for an imaging examination stated the existence of capsular contracture. As the possibility of this issue being bilateral exists, mentor is conservatively reporting the left sided device. The patient has been dealing with pain associated with these issues. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis. See 1645337-2021-04475 for contralateral prosthesis report.